Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). Investigation is ongoing.

Event description:
As reported from japan by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia valve, resistance was encountered when the commander delivery system emerged from the distal tip of the 16fr esheath+. The reporter stated that resistance was encountered when the commander emerged from the sheath tip; and when pressed strongly, it exited the sheath. The valve implantation was completed. Upon withdrawal of the sheath, the tip was torn. Inspection of the breakage revealed that a portion may have detached and remained inside the patient. No difficulties were reported during delivery system withdrawal or sheath removal, and no actions were taken at the time of the event. The perceived root cause could not be determined. Mild vessel calcification and mild tortuosity were reported, with a minimum luminal diameter of 6.8 mm. The final patient outcome was reported as unknown.